Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was unable to duplicate the reported problem. Error logs were captured. The iabp unit passed all functional and safety tests to factory specifications; and was returned to customer and cleared for clinical use.

Event description:
It was reported that while preparing to transport the patient for a CT scan, the intra-aortic balloon pump (iabp) was removed from the base; it then made a loud pitched noise and shut off. An attempt to reboot was made, however the issue reoccurred. As part of troubleshooting during the event one of the batteries was replaced and pumping continued. There was no patient harm or adverse event reported.